Manufacturer narrative:
G4: 07jan2020. B4: (B)(4). The customer was contacted and stated that due to the device suffering with multiple issues, the device will not be used and has been removed from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30oct2019.

Event description:
The customer reported that the device was experiencing touchscreen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.